Event description:
During aaa repair in 2007, placement of one main body and two iliac leg grafts were placed according to the IFU. During final angiogram there were no leaks, but the left renal was occluded. It was then cannulated and a biliary stent was placed in the left renal to restore flow. No complications or problems after the procedure.

Manufacturer narrative:
Evaluation: inaccurate placement and/or incomplete sealing of the zenith flex endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. No product was returned to assist with this investigation. An internal clinical review indicated that the event was caused by user error during the deployment of the device.